Event description:
The rep reported the device was used during laparoscopic assisted vaginal hysterectomy. It was reported the tsw35 failed to open during reloading of second reloading. Another tsw35 was opened to complete the case. There was no consequence to the pt.